Manufacturer narrative:
An event of valve leaflets not opening and closing well was reported. Morphological and hydrodynamic examination indicated the valve met abbott specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Hydrodynamic testing upon return to abbott and at the time of manufacturing indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2023 a 21mm sjm regent heart valve was selected for an implant. At the time of device preparation, the leaflets was moving normally when tested with rubber suction tube. Post implant, the physician found that the valve leaflet did not open and close well, and after removal, a new 21mm sjm regent heart valve was reimplanted. The patient was giving warfarin with recent international normalized ratio (inr) of 1.8-2.0. The patient remain stable.